Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4)- this code is used to describe an endoleak. It is unknown which of the two implanted devices were involved in the reported endoleak. The device information of the additional device is pxc121400/ (B)(4), UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Pxt281218/(B)(4) , pxc121400/(B)(4) and pxa280300 were implanted in the left side. An endurant leg component (medtronic) was implanted in the right side. On unknown date in (B)(6) 2018, a routine follow-up computed tomography scan identified that there was no endoleak. On (B)(6) 2018, the patient underwent a treatment of a thoracic aortic aneurysm with conformable gore tag® thoracic endoprostheses. A pre-operative computed tomography scan determined a type iii endoleak from the junction of the previously implanted endoprostheses, the pxt281218 and the pxc121400. An additional endoprosthesis was implanted in the left leg to treat the type iii endoleak. The endoleak was resolved. The patient tolerated the procedure. The physician stated that he suspected a junction leak first, but the pre-operative computed tomography scan and an intra-operative dsa indicated that the endoleak was likely a fabric leak of the pxt281218.